Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with multiple episodes of lead noise on right ventricular lead. There was also a complaint of oversensing. The lead was capped and replaced on (B)(6) 2019. The patient was stable.